Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's current blood glucose was 419 mg/dl and the other blood glucose values are 409 mg/dl and 393 mg/dl. The customer did not have any symptom of hyperglycemia. Customer was assisted with troubleshooting. The customer was using the insulin pump within 48 hours of the high blood glucose event. Customer was treated with insulin pump. Auto mode feature was not active at the time of incident. Customer also stated that they were unable to link the pump to carelink. The customer will continue the use of device.